Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), tooth disorder ("dental problem"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hystrectomy (full), salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, fatigue, alopecia and weight increased had resolved and the dysmenorrhoea, bladder disorder, urinary tract disorder and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, hair loss, weight gain. Essure insertion date provided in pfs (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event "injury" was replaced with "dysmenorrhea (cramping)", events- " pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse),apareunia, menorrhagia (heavy menstrual bleeding), bladder probs., urinary probs, fatigue, hair loss, weight gain", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.